Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-dec-2022. It was reported the syringes had inconsistent scale markings. To aid in the investigation, approximately one hundred units in sealed packaging blisters and one photo was provided for evaluation by our quality team. Fifty samples were selected at random for evaluation. Each has a scale marking issue. The photo provided shows a syringe with an incomplete scale marking. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 2278729. The review revealed there was documentation for this type of defect during the production run of this batch. A quality notification for scale marking issues was documented. It could be possible the samples received are escapes from the documented incident. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the scale markings were inconsistent. There was no report of patient impact. The following information was provided by the initial reporter: multiple 50ml syringes had inconsistent scale markings and many were missing from plunger rod.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the scale markings were inconsistent. There was no report of patient impact. The following information was provided by the initial reporter: multiple 50ml syringes had inconsistent scale markings and many were missing from plunger rod.